Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed a black screen and was offline in rss. The customer reported that the station remained unresponsive and offline despite plugging the device into a different power outlet. Troubleshooting did not resolve the issue, and the problem persisted.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station in black screen. The field service engineer (fse) replaced the drawer controller board and drawer board. Inspected and verified all cable connections and wiring for integrity. The system functioned as intended after the field service engineer (fse) resolved the issue.